Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The pump also had a cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that insulin pump cracked on the back left side of the belt clip ridges. The insulin pump will be returned for analysis.